Event description:
The consumer reported that she was having issues charging her device; when plugged in, it did not seem to be charging. It was also reported that when the patient was charging, sometimes it felt like the device was burning her. Lastly, the patient stated that they fell down a couple of weeks prior to the report and the device hadn¿t worked the same since. Follow-up has been attempted for more details, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain. No additional information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.